Event description:
The manufacturer received information from a customer that a ventilator service required alarm went off on a trilogy evo device. They stated, "that there were no problems with the device operating and no health damage to the patient". A philips sales representative visited the patient and replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by philips service technician. The philips service technician observed error code battery not charging fault error (e-059) in the device¿s event log. The philips service technician evaluated and determined that the detachable battery could not be charged. The philips service technician performed a charge/discharge test of the battery, but the alarm was not duplicated. The philips service technician replaced the system printed circuit assembly board and detachable battery to address this issue. After replacing the parts, the philips service technician performed the final and run-in tests, along with the battery check and valve check. The philips service technician determined the device was operating properly and it was cleaned.